Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 497 mg/dl. Symptoms that were reported at the time of the incident are none. The customer was not treated for high blood glucose. The customer stated that the battery for his insulin pump was dead for 7 hours making it unusable. Troubleshooting for the high blood glucose was declined. The insulin pump will not return for analysis.